Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that upon connecting the right ventricular (rv) lead to this pacemaker no pacing output was observed. The lead was disconnected from the device and measurements rechecked via pacing system analyzer (psa) with no noted changes. The lead was connected to the device once more and the issue persisted despite confirmation that the lead was fully inserted into the device header. The pacemaker was then interrogated via programmer which showed pacing makers but capture was not occurring despite normal pacing threshold measurements. Output was increased to no effect and noise was also observed on the ventricular electrogram (egm) though not oversensed by the device. Suspecting a device issue, the physician explanted and replaced the pacemaker with a new device. Output and capture were observed upon connection of the rv lead. The patient was reported to have a slow but stable intrinsic rate and no adverse effects were reported. This device was never in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.